Event description:
It is reported that a customer found air bubbles in their reservoir compartment of their insulin pump. The patient's blood glucose level was at 506 mg/dl. The customer was assisted with trouble shooting and was advised that the reservoir and infusion sets needed to be changed. Customer was advised to rewind pump, reinsert the reservoir into pump and run fixed prime to at least 5.0 units. The insulin pump started working as designed. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and or used reservoir was tested. Pre filled reservoir was performed and it passed, no air bubble were noted.